Event description:
It was reported that the patient had difficulty charging the ipg. It was also noted that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned.